Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Important information ¿ please read before use warnings and cautions. During the device evaluation, service found stains difficult to remove on the objective lens. Cloudiness was observed in the image due to contamination of the objective lens. Shadows were observed in the image. The angle of the curvature was insufficient due to the elongation of the angle wire. The angle knob had play and was out of specification due to stretching of the angle wire. The curved adhesive was chipped. Dirt that was difficult to remove was found on the control section. The forceps plug base was scraped due to external factors. Scratches were observed on the insertion tube, on the tip cover, on switches 1 and 3, on the switch box, on the control section, on the control section cover, on the up/down and right/left control knobs, on the control grip, on the universal cord, on the operations side of the universal cord, on the scope connector side of the universal cord, on the scope connector, on the scope connector cover, due to external forces. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer sent the subject device for evaluation with a report that some parts of the image were blurred, perhaps due to dirt on the objective lens surface. There was no patient or user injury reported. No further details were provided.